Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The battery out limit alarm could not be verified due to the unresponsive buttons. No frozen screen was noted. The insulin pump had corrosion on the electronics. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported a battery out limit alarm on customer's insulin pump. The alarm could not be cleared because the buttons were unresponsive. Customer's blood glucose is 212 mg/dl. She treated with a manual injection. The device may have been exposed to sweat because customer was at a soccer practice. Customer's mother stated when she changed the battery, she only took it out for thirty seconds. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.